Event description:
Reportedly, the programmer suddenly and unexpectedly went to a completely black screen during use. Based on the description of the issue, it is possible the programmer automatically switched off and became stuck in a boot loop. The issue might be intermittent.

Manufacturer narrative:
D2 added. The conclusion of the analysis is : during the expertise, the issue was reproduced during an interrogation test: a freeze of the programmer occurred. A failure of the etx board was observed (overconsumption) which most probably led to the observed programmer freeze. The overconsumption of the etx board additionally led to the depletion of the internal battery. No issue was observed after the etx board was replaced. The subject programmer was sent back to the field after repair and standard checks.

Event description:
Reportedly, the programmer suddenly and unexpectedly went to a completely black screen during use. Based on the description of the issue, it is possible the programmer automatically switched off and became stuck in a boot loop. The issue might be intermittent.